Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis and the lot number was confirmed. On visual inspection it could be seen that the shaft was broken 13.4cm from the hub of the microcatheter, with the inner liner exposed 22.4cm in length. The hub was found to be completely detached/separated from the overall shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the shaft broke. During preparation, upon removing a direxion hi-flo microcatheter from the carrier hoop it was noted to be broken. The device did not enter the patient. Another of the same device was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shaft broke. During preparation, upon removing a direxion hi-flo microcatheter from the carrier hoop it was noted to be broken. The device did not enter the patient. Another of the same device was used to complete the procedure. No patient complications were reported.